Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, missing the black o ring/seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. The reservoir does not stay locked in place in pump reservoir tube due to broken reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was cracked at the reservoir compartment, preventing the reservoir from being held in place securely. Blood glucose level at the time of the incident was 350 mg/dl. The customer's mother did not have the device available at the time of the call and could not troubleshoot. The insulin pump was not replaced or returned for analysis.